Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered leaking from the cassette after the patient removed the cassette during step 9 of treatment. The patient did not see any fluid inside the cycler and a few drops were seen inside the cassette door. The patient was connected during the incident. The patient received m31 air detected in cassette warning alarms during drain 1 of 5 of treatment. The patient was advised due discontinue use of the cycler and to contact the on-call peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment. There was no patient injury noted. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd). Upon follow up, pdrn confirmed the reported event. The pdrn stated the fluid leak was noted from the cassette during step 9 of treatment as treatment was cancelled and following the reported cycler alarm. Fluid was noted on the cassette door. The pdrn confirmed the patient did not experience and issues with a fluid leak from the solution bags and no allegation was made against any of the solution bags. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment on the night of the reported event. The pdrn stated the patient's cycler has since been replaced (c-1179867, 8014922426) and stated the patient has resumed use of the cycler without further issue. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered leaking from the cassette after the patient removed the cassette during step 9 of treatment. The patient did not see any fluid inside the cycler and a few drops were seen inside the cassette door. The patient was connected during the incident. The patient received m31 air detected in cassette warning alarms during drain 1 of 5 of treatment. The patient was advised due discontinue use of the cycler and to contact the on-call peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment. There was no patient injury noted. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd). Upon follow up, pdrn confirmed the reported event. The pdrn stated the fluid leak was noted from the cassette during step 9 of treatment as treatment was cancelled and following the reported cycler alarm. Fluid was noted on the cassette door. The pdrn confirmed the patient did not experience and issues with a fluid leak from the solution bags and no allegation was made against any of the solution bags. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment on the night of the reported event. The pdrn stated the patient's cycler has since been replaced (c-1179867, 8014922426) and stated the patient has resumed use of the cycler without further issue. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.